Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) over-sensing were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. No intervention was performed.